Manufacturer narrative:
(B)(4) date sent: 3/23/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: what were the indications for surgery? No information. How was the gastrojejunostomy created? No information. Please explain what is meant by shock. The patient was in shock was it hemostatic or septic? No information. What was the patients hemoglobin level? No information. What was the size of the hematoma? No information. What color cartridges were used and where? Blue(ecr60b). Was any staple formation issues noted in primary operation or during endoscopy? No. What is the current patient status? The patient recovered and got out of the hospital, but the hospitalization was longer than planned.

Event description:
It was reported that after a laparoscopic gastrojejunostomy, the patient went into shock three days after an operation. When the patient was checked endoscopically, it was found that there was something like hematoma on a staple line of anastomosis site. As the bleeding had stopped when the endoscopy was performed, the site was cauterized just in case. The amount of bleeding was unknown. Blood transfusion was not required. The patient has already left the hospital.